Event description:
Oob self test failure - shock button function could not be verified. (B) (4).

Manufacturer narrative:
Device internal memory reviewed. Conclusion: this report is being filed as it cannot be conclusively stated that recurrence would not lead to a delay in therapy.